Event description:
On (B)(6), a patient (pt) in the (B)(6) reported while wearing the acuvue® oasys max 1-day brand contact lenses (cls), the pt experienced red eye, dry eye, corneal ulcer and giant papillary conjunctivitis (gpc). The pt also advised multiple rounds of not wearing the suspect lenses due to ¿severe irritation.¿ on (B)(6) 2024, an email was sent to the pt requesting a return call for additional medical and product information. On (B)(6) 2024, the pt provided additional information. The pt reported symptoms of red eyes, and ¿ulcer in both eyes and unsure of the location on the cornea¿ that began on (B)(6) 2024. The pt advised the event happened in (B)(6) as well as the (B)(6). The pt was prescribed unknown antibiotics and steroid tobradis four times daily (qid) for 3 weeks. The pt advised that the treatment prescribed was in the medical report. An email was sent to the pt so the medical report could be provided. Authorization was also requested to contact the pt¿s eye care provider (ecp). Calls were placed to the pt on (B)(6) 2024 requesting a return call for additional information. An email request was also sent the pt on (B)(6) 2024. No additional information has been received. The date of event will be reported as 01jan2024 as the exact event date is unknown. This report is for the pt¿s left eye (os) corneal ulcer event. A separate report will be filed for the pt¿s right eye (od) corneal ulcer event. This corneal ulcer event is being filed as a worst-case as we were unable to verify the pt¿s diagnosis and treatment with the ecp. A lot history review was performed and revealed the following: the batch records did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot number: 4339600110 was produced under normal conditions. The os suspect cl was discarded. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed, as appropriate.